Event description:
5mm laparoscopic clip applier fired after third clip and was "misfiring". Equipment taken off of sterile field, bagged in original packaging and taken to appropriate area for review.